Event description:
During a clinic follow-up, episodes of noise resulting in oversensing, pacing inhibition, and automatic mode switch were observed on the device due to a suspected header anomaly. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of header anomaly, over-sensing, mode switch, and pacing anomaly were not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed under nominal conditions indicated normal functionality. Further sensitivity evaluation measured at the most sensitive level found sensing parameters within normal range, and evaluation of the output parameters found normal results. Additionally, visual inspection of the header and connector detected no contamination or foreign material that could contribute to the reported events. A longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.